Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "when the extractor for 4mm screws was used in the asnis iii removal surgery, the tip part of the extractor was broken. The fragment was removed and the surgery was completed without problem after that."

Manufacturer narrative:
Please note the corrections to d4 lot # and h6 method codes. The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the device was received with a broken tip at the distal end. Both parts of the broken screwdriver were available for inspection. Microscopic views of the fracture surface show rotational deformation indicating forward application of high torsional load. The overall breakage pattern reveals a brittle fracture most likely due to a combination of high torsional and bending load. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to being user related. The breakage shows typical signs of an overload fracture caused by high torsional and lateral loads. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "when the extractor for 4mm screws was used in the asnis iii removal surgery, the tip part of the extractor was broken. The fragment was removed and the surgery was completed without problem after that."